Event description:
It was reported that the bd luer-lok 1-ml syringe experienced leakage past the stopper during use. The following information was provided by the initial reporter: while aspirating blood in dialysis unit, the blood leaked behind the syringe stopper.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-feb-2023. H6: investigation summary our quality engineer inspected the 1 photo and 2 samples submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there were no abnormalities or damages on the samples. Leakage testing was performed on the returned samples, and both passed with no leakage observed. Bd cannot determine a root cause for the event reported since the defect was not confirmed during sample evaluation. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd luer-lok 1-ml syringe experienced leakage past the stopper during use. The following information was provided by the initial reporter: while aspirating blood in dialysis unit, the blood leaked behind the syringe stopper.